Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus sales representative (rep) reported an out of box failure on the customer¿s olympus oes elite telescope. According to the rep, the customer was unable to see through the lens. When pulled from the box, the lens was found broken. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to transport damage. The device was not returned; therefore, the customer's complaint cannot be confirmed. Olympus will continue to monitor field performance for this device.